Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available and the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer will submit a follow-up report upon receipt of device, new details, and completion of investigation.

Event description:
The manufacturer was notified of an intra-operative explant involving a percival plus prosthesis. On (B)(6) 2026, a percival plus pvf-m was implanted in a patient. Reportedly, the perceval valve did not perform adequately and was explanted on the same day. No further information is available at this time.

Event description:
The manufacturer was notified of an intra-operative explant involving a perceval plus prosthesis. On (B)(6) 2026, a perceval plus pvf-m was implanted in a patient. Reportedly, the perceval valve did not perform adequately and was explanted on the same day. Manufacturer was informed that no further information will be provided.

Manufacturer narrative:
Updated sections: b4, b5, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is pending receipt of the device for further investigation. A follow up report will be provided upon receipt of device and completion of investigation.